Event description:
Pt s/p orif for fractured left femur 2006 at this facility was re-admitted to this facility after approx 3 months from orthopedic office with severe left leg pain with ambulation, worse over a 48 hour period prior to admission. X-ray showed new fracture distal to previous orif plate. Pt had surgery next day for removal of hardware left distal femur and orif. It was noted during surgery, that the previously implanted plate had fractured through the center of one of the screw holes. The pt did well postoperatively and was discharged to an ecf 2 days later.